Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple infusion set changes and a cartridge change were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 268 mg/dl.